Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anal sphincter plasty and cystourethroscopy due to severe stress urinary incontinence. The patient underwent a bladder collage implant in 2003. The patient underwent a sling revision urethrolysis perineoplasty cystoscopy on (B)(6) 2011.

Manufacturer narrative:
Date sent to FDA: 07/26/2016. It was reported that following insertion the patient experienced hematuria and urinary tract infection.